Manufacturer narrative:
No medwatch form received from the user facility. Investigation findings: at this time, an evaluation is pending for this device. A follow-up report will be filed upon completion of the evaluation. The information for use (IFU) shipped with the product informs the user to: inspect instruments before and after processing for proper function and alignment of pins and for chipping of plated surfaces.

Event description:
It was reported that during testing of this cannula, the silicone parts broke and fell from the device. There was no patient injury or surgical delay with this event.